Manufacturer narrative:
The device was received fully deployed. The adhesive pad was not returned with the device. An 0x1c alarm was observed in the data, indicating the device operated until expiring. No timeouts nor drive stalls were observed in the data. The device operated as intended. The exposed portion of the soft cannula was observed to be stretched and flattened. The damage did not prevent fluid from exiting the fluid path. It could not be determined when this damage occurred to the soft cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 400 mg/dl. The pod was worn on the arm. Hyperglycemia treated with a new pod.